Event description:
Report received of tpn backing up into a lipid bottle. According to the customer contact, the pt was receiving tpn and lipids. The lipids were reportedly hung at 19:00. The pump alarmed for an occlusion at 22:45. Tpn had reportedly backed-up through the pump into the lipid bottle. The lipids and tpn were reported to be correctly hung and checked by 2 rns. The bottles were taken down and when the tubing was removed from the bottles, "fluid sprayed out under high pressure". The pump was never sent to the biomedical dept and was kept in use in the clinical area. There was no reported adverse pt event. No medical interventions were required. The customer contact was unable to determine what troubleshooting techniques were attempted to resolve the issue or why the pump was not removed from clinical service.